Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 20mm x 2.5mm, concentric, de novo target lesion contained a bend between 45 and 90 degrees and was located in the moderately tortuous and mildly calcified right coronary artery. After engaging with 6f guide catheter, pre-dilation was performed using with a 2x15 maverick balloon catheter resulting 40% residual stenosis. A 2.50x24mm promus element drug eluting stent was then advanced but failed to cross the lesion. The device was removed and it was noticed that the distal portion of the stent struts was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter first name: (B)(6). Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent struts were found to be lifted. The mid-section of the stent was damaged with stent struts lifted and misaligned. The outer diameter of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube, the shaft polymer extrusion and the tip found no issues.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 20mm x 2.5mm, concentric, de novo target lesion contained a bend between 45 and 90 degrees and was located in the moderately tortuous and mildly calcified right coronary artery. After engaging with 6f guide catheter, pre-dilation was performed using with a 2 x 15 maverick balloon catheter resulting 40% residual stenosis. A 2.50 x 24mm promus element drug eluting stent was then advanced but failed to cross the lesion. The device was removed and it was noticed that the distal portion of the stent struts was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.